Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the implantable cardiac monitor exhibited multiple false positive ¿pause¿ episodes. Most of the undersensing episodes were happening during the night when the patient was on his side. Programming changes were discussed. The patient was stable.

Manufacturer narrative:
The reported field event of undersensing was not confirmed in the laboratory. The device was tested on the bench, and no anomalies were found.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
New information received notes that the device was explanted. The patient tolerated the procedure without complications.